Manufacturer narrative:
(B)(4) date sent to the FDA: 02/18/2016. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2009, and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.